Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power and unexpected restart error tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was squirting out insulin and alarming during the manual prime. The blood glucose reading was 112 mg/dl. The customer found that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.